Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarms noted. Pump received without original belt clip. Pump received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip.(however the test reservoir was held and seated properly inside of the reservoir compartment) and missing reservoir tube o-ring.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer was unable to troubleshoot at time of call because she tried to figure out for herself. The customer was advised to do complete set change as soon as possible. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack, exposed black o-ring on reservoir chamber of pump and half of the rim of the top of the reservoir chamber of pump broken off. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.